Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was found to leak during the implantation procedure. According to the report, the patient did not incur any injury as a result of the event.

Manufacturer narrative:
The lumbar catheter component of the returned device was patent and met the requirements for strength and elongation testing. However, it did not meet the requirements for leak testing due to two tears near the proximal tip. It is unknown how or when this damage occurred. The instructions for use that accompanies the catheter cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. It also cautions that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously. All catheters are 100% inspected at the time of manufacture. The peritoneal catheter component was patent and met the requirements for leak testing. The valve component was patent, and met all requirements for leak, reflux, pressure-flow, and preimplantation testing. A review of the manufacturing records showed no anomalies. (B)(4).